Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Technical support sent a replacement pump, and the customer was advised to use manual injections as a backup therapy to ensure insulin delivery is not interrupted.